Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in good condition. Visual inspection revealed that the tank cover was cracked and leaking. Wear and tear damage was also observed on the enclosure, front cover, line cord, and pole clamp. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The product problem was attributed to a cracked tank cover. The following components were replaced: enclosure, tank cover, front cover, line cord, pole clamp, and reflux plug.  The investigator also upgraded the pcb, power switch, and retainer. Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking from the reservoir tank. No patient injury or complications were reported in relation to this event.